Event description:
It was reported when the device was used during a laparoscopic gastric bypass with a revision, on the first firing, it stapled on one side, but not the other. On the 2nd firing, it fired unformed staples. The case was completed with another endoscopic linear cutter. The or time was extended by 5 hours. There was no reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.